Manufacturer narrative:
No report of patient involvement. Ge healthcare provided the hospital with part numbers and instructions required for caster replacement. No report of patient involvement. Ge healthcare provided the hospital with part numbers and instructions required for caster replacement.

Event description:
The hospital reported that, while moving the machine, the front casters broke. There was no reported patient involvement.